Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, that one capture window of the firstpass passer was about to come off before the device was used. The procedure was finished with a smith and nephew back up device. No delay or further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. There are white threads/fibers in the teeth of the suture capture. No other deficiencies are visible. A functional evaluation showed pulling the trigger closed the jaw and deployed the suture passer through the suture capture as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force or torsion to the device. No containment or corrective actions are recommended at this time.